Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile inner packaging of the device was damaged. The external carton box and outer sterile packaging of the device was fine. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the tibial component from returned packaging determined that the box doesn't exhibit any transit damage, the outer cavity exhibits stress damage and the inner cavity is cracked and has stress marks. DHR was reviewed and no discrepancies relevant to the reported event were found.the cracked cavities damage can be caused by outside forces or by implant motion during transit. As the product was in transit for one year and the outer carton is not showing any damage, the damage to the cavities may have been caused by forces developed from the movement of the implant during transit. The root cause for the reported issue is attributed to be product damaged in shipping/transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.